Event description:
It was reported "the surgeon reported via the sales rep that xrays taken during a routine follow up revealed that the screw is backing out of the proximal end of the cone conical stem. The surgeon further reported that the patient does not have any symptoms. It was further reported that the implantation took place in (B) (6) 2008."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.